Event description:
Device history record could not be reviewed as the issue of the reported event is unclear. The device log was reviewed, as the issue of the reported event is unclear, no conclusion can be given because the pump seems to be working properly. On november 5th, at 2h02 the volumes were reset manually, at 4:43 a.m., upstream occlusion alarm, (acknowledged 1 min later), at 4:44 a.m. Initiation of an infusion at 15.75ml/h. At 4:45 change of the volume to be infused manually. At 4:47 a.m. Flow rate change to 26.25ml/h. At 4:50 a.m. Air alarm, then at 4; 51 door opening alarm, and estate with alarm set insert. At 4:52 a.m., start of an infusion at 26.5ml/h, then occlusion alarm upstream 30s later, then restart of the infusion. At 5:46 the volumes were reset to 0. Manual stop of the infusion at 7:09 a.m. Then turn off the pump. At 9:12 a.m. The pump is switched on, successive activation of functional alarms for 12 seconds the reported device was not returned to (B)(4) for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: adverse event - additional data requested from the notifier and extraction of the pump log to support the investigation. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.